Event description:
Material#: 309620, batch#: 4247871. Rcc received a complaint via email. Syringe tip broke off.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received. There was no report of patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the syringe tip broke off. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel tip is broken off. The breakage surface is irregular, and the bottom part of the syringe barrel has a crack that starts at the syringe barrel tip. No other defects or imperfections were observed. Breaking the barrel tip would require force that could induce the barrel crack during use. A device history record review was completed for provided material number 309620, lot 4247871. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Associates were shown the sample and have not observed this type of damage during manufacturing processes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
E and f code updated e2403 - no clinical signs, symptoms or conditions. F26 - no health consequences or impact.

Event description:
Customer response on (B)(6) 2025. There was no report of patient harm.